Event description:
During follow-up with the patient's nurse on (B)(6) 2010 the following additional information was obtained: the patient did not have a past medical history of a hernia prior to the start of peritoneal dialysis (pd) therapy. Six months ago in 2010, the patient began pd therapy (exact start date was unknown). On an unknown date in (B)(6) 2010, the patient was found to have a peritoneal leak. The patient was diagnosed with a left inguinal hernia and underwent a hernia repair within the same month (the diagnosis date and surgery dates were not available). The nurse did clarify that the diagnosis date and the surgery date were not the same, and that the patient was not hospitalized for the surgery. Pd therapy was not stopped during the time of the surgery. The peritoneal leak and hernia events were resolved. On an unknown date (B)(6) 2010, the patient coughed and a small left sided peritoneal leak began after the cough event. The patient's pd fill volume was decreased in an attempt to prevent the left sided peritoneal leak from getting bigger. The nurse confirmed that the fill volume was decreased from 2300ml to 1500 ml. The left sided peritoneal leak event has not increased and has not been resolved. In (B)(6) 2010, the patient will undergo surgery to have the peritoneal leak repaired. The nurse could not whether or not the unresolved peritoneal leak was a hernia. The nurse did confirm the peritoneal leak was found to be very close to the site of the old hernia. Per the nurse, the hernia may have been present but not diagnosed prior to the start of pd therapy. Pd therapy may have been responsible for bringing attention to the presence of the hernia, but did not cause the hernia. The patient has remained on pd therapy. All available information has been reported. The patient's pd nurse was contacted on (B)(6) 2010 to request the homechoice (hc) device for evaluation. The nurse indicated that the patient's hernia and peritoneal leak had nothing to do with the hc device or pd therapy. The nurse indicated evaluation of the (B)(6) was not necessary and that the patient is still using the same hc without problems.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10f22090, h10g05010), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. If additional information becomes available, a follow-up medwatch report will be submitted.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm with the homechoice (hc) machine during dwell. The technical service representative (tsr) assisted the home patient (hp). The hp states that the supply bag fell and became disconnected. The tsr assisted the hp with ending therapy and advised the hp to use new disposables. On (B)(6) 2010, the hp's clinic indicated that the patient developed peritonitis and on (B)(6) 2010 the following additional information was obtained from one of the hp's peritoneal dialysis (pd) nurses: the patient has been on pd therapy with local (pd4) ambuflex since 2007 or 2008. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis. The patient's pd effluent was analyzed (sampling taken on (B)(6) 2010) and the cell count showed 2249 leucocytes, 90% neutrophils, and 8% lymphocytes. The gram stain showed gram negative rods and 4 plus red blood cells. The culture results were unknown. The patient was treated with ceftazidime and gentamycin, intraperitoneal, and has recovered. The nurse also indicated the patient has been able to continue with pd therapy. No further information is available.